Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. The exact cause of this issue cannot be conclusively determined. Based on the similar cases with the same model, it is known that the probe was broken off since the user outputs the device contacting with something hard or the probe and the jaw come into contact due to wear of the ptfe pad, which causes scratches. And there was a possibility that the error occurred since probe was cracked by any of the above reason. The instruction manual of thunderbeat mentions warning and caution for possible handling mentioned above.

Event description:
The subject device was used during a laparotomy of debulking. The error was occurred and the output of the device stopped. The user restarted the ultrasound generator and canceled the error. The device was continued to use. After that, there was a noise and the probe was broken off. The fragment of the probe fell off inside the patient. The user searched the fragment with x-ray, but the user didn't find the fragment. The x-ray image was not clear. So, the user thought the fragment could be inside the patient. The procedure was completed with another thunderbeat device. There was no report about patient outcome regarding the probe fragment. No further information was reported.